Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Part number: 357.394, synthes lot number: u207447: release to warehouse date: (B)(6) 2014. Supplier: (B)(6). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported that the surgeon was using the drill bit on a patient during an intra-medullary (im) nailing of an intertrochanteric fracture on (B)(6) 2016 and the part close to the connection to the drill broke. No fragments entered the patient. Another set was opened and the surgery was completed successfully with a reported three (3) minute delay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: a visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. This complaint is confirmed. Per the technique guide, the 357.394 17.0mm cannulated drill bit is an instrument routinely used in the titanium trochanteric fixation nail system. The device was returned and reported to have broken at the drill connection during surgery. This condition is confirmed; the most proximal step of the drill bit has entirely sheared off leaving a homogenous fracture surface. After nearly two years of use, it is likely that the cutting edges have become dull and require more force in order to open the femur. It is likely that the continued application of larger amounts of force led to the device breakage and this complaint condition. The device was manufactured in september 2014 and is nearing two years old. The balance of the returned device is in fairly worn condition with dulled cutting edges and markings along its length. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.